Event description:
Use of cobra fusion 150 ablation system. As physician was withdrawing felt resistance and had to manipulate the heart to be able to release system from the heart wall. When withdrawing, a piece broke off and was 'barbed' into the vessels and had to be removed by hand. No initial complications noted but when the patient was returned to the cardiac unit and EKG showed progressing mi. Patient taken to cath lab and results showed clotting in circumflex, as described by cardiologist, as a result of trauma to the heart. Cath from few weeks previous had shown minimal obstruction of vessels. Patient currently recovering.